Event description:
Journal reference: trentman tl, dodick dw, zimmerman rs, birch bd. Percutaneous occipital stimulator lead tip erosion: report of 2 cases. Pain phys 2008; 11(2):253-256. Occipital nerve stimulation is an emerging treatment modality for refractory headache disorders. We describe the first 2 reported cases of percutaneous occipital stimulator lead tip erosion. In both cases, the lead erosion occurred many months after implantation. One pt lost a significant amount of weight between the time of implant and lead erosion, while the other pt had no obvious risk factors. Both pts returned to excellent headache control. Reportable event: a woman with left occipital and parietal region headaches. She under went an ons trail with unilateral percutaneous lead. During trial she had complete pain relief and was implanted with a permanent system 1 month later. Six months later, she complained of soreness and a palpable lead tip in the retromastoid region. There was no infection and a palpable lead tip in the retromastoid region. There was no infection and observation was advised. In 16 months later, she presented with 2 weeks of discomfort and acute lead tip erosion with localized infection. The lead was removed, she was treated with antibiotics and 1 month later, the lead was replaced.

Manufacturer narrative:
.